Manufacturer narrative:
A ge service representative performed an onsite investigation. The 3v battery was evaluated and replaced. The cmos settings were reset. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of unit is not turning on. The fse found the cmos/bios coin battery at .2volts. This would cause the system to lose bios settings which is critical to system boot. The fse replaced the battery, reset the bios and verified system boots correctly. Lithium (coin shaped) batteries on pcbs provide power for the cmos memory to retain setup configuration information on the specific computer boards, when the main power is removed. All these batteries wear out and need to be replaced per the service recommended pm schedules. These batteries are not rechargeable batteries and need to be replaced when the energy that was stored is consumed to a point they are no longer usable. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.